Manufacturer narrative:
(B)(6). Multiple mdrs were submitted for this event. Please see reports: 0001822565 - 2017 - 08357. Concomitant: 00430902000 humeral cutting guide lot unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that patient underwent initial right reverse shoulder. A pin became cold-welded when attempting to remove from the cut block. The second pin would not move from the cut block so the surgeon removed the pin with the cutblock attached using pliers by hand, twisting the pin in a counter-clockwise pattern as is normal with the threads on the pins. No patient impact was reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Humeral cutting guide and two threaded alignment rods are returned for evaluation. Hardness and dimensions taken are within specifications. Both threaded alignment pins are bent near the threaded feature. The subcomponent on the humeral cutting guide has galling in the hole and wear on the slot edges. Functional check could not be performed as the devices are damaged. The 3.2mm pin that cold welded was not returned for evaluation. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial right reverse shoulder. During the procedure, a pin became cold-welded when attempting to remove from the humeral cut block. The humeral cut had already been completed, so pliers were used to remove the pin and cut block together. No patient impact was reported.